Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 10/24/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent breast augmentation revision with mentor smooth round moderate profile 350cc saline prostheses. Deflation on the right breast prosthesis was diagnosed post procedure through a physical examination. Bilateral capsular contracture of unspecified baker grade was also indicated. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile saline prostheses on (B)(6) 2018; catalog # 3501655, s/ns (B)(4), 400cc (l) and (B)(4), 360cc (r). Bilateral total capsulectomies were performed. The patient tolerated the procedure well and last known condition was stable. This report is for the left breast prosthesis. See manufacturer report number 1645337-2018-05793 for the contralateral prosthesis.

Manufacturer narrative:
On 10/26/2018, the mentor failure analysis lab received the device for evaluation. The device evaluation was completed on 11/1/2018. Summary: the device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 1.7 cm on the posterior aspect. Also it noticed several creases around on the device. No other anomalies were discovered. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The device history record (DHR) of lot number 5743841 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).